Event description:
The trilogy 100 ventilator was returned to the manufacturer service center for preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation the device failed to communicate with the test station toolbox, therefore the interface pca board was replaced to address the issue. There were no significant event(s) in the error log(s). The device was repaired and passed all testing. Additionally, during the service of the device, components were only replaced as part of maintenance of the device or due to assembler error unrelated to the reportable malfunction/issue.